Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that a false negative axsym hbsag result on a patient sample. The axsym result was non-reactive. The sample was repeated on the architect and the hbsag result was reactive (0.15 ui/ml). The core tot result was positive, alt-gpt was high and the hbeag was negative. There was no impact to patient management reported

Manufacturer narrative:
Device/samples not returned. Retained kit testing met all specificationsthis late MDR is a retrospective filing. This report is being filed on an international product, list 7a40-22, that has a similar product distributed in the us, list number 9b01. In response to this issue an investigation was performed on the axsym hbsag reagent, list number 7a40-22. A sample of axsym hbsag reagent, list number 7a40-22 was retained and tested. The test results met all package insert claims. A comparison of the final lot approval and the retained sample data for list number 7a40-22 demonstrated that the negative control, positive control and hbv sensitivity specimen values were well within the specification range. In addition, the retained sample was tested with two commercially available seroconversion panels to assess the clinical sensitivity of the current assay confirming that the sensitivity performance was not adversely affected.master lot release testing for list number 7a40-22, lot number 65464lf00 was performed on 30 may 2008. The test data was reviewed and indicated the master lot was release within manufacturing release specifications. Additionally, the performance of axsym hbsag reagent, list number 7a40-22, master lot 65464lf00 (and any associated sub lots) was investigated by completing a review of the manufacturing and testing records. This review did not reveal any events or issues that may have impacted the performance of the above lot number(s) in relation to the complaint issue. A review of the tracking and trending reports was performed for the period of july 2008 to september 2008 for list number 7a40. No adverse trends were identified. Based upon the investigation, it was determined that axsym hbsag reagent, list number 7a40-22, lot number 65464lf03 is performing acceptably. The axsym hbsag reagent, list number 7a40-22 package insert states "for diagnostic purposes and in order to differentiate acute hbv infections from chronic hbv infections, the detection of hbsag must be correlated with patient symptoms and other hepatitis b viral serological markers. It is recognized that presently available methods for the detection of hepatitis surface antigen may not detect all potentially infectious units of blood or infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with hepatitis b. Nonreactive test results in individuals with prior exposure to hepatitis b may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies used in this assay". This is the final report.